Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device not inflating the patient had his inflatable penile prosthesis (ipp) cylinders removed and replaced. No further complications were reported in relation to this event.